Manufacturer narrative:
A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. The lot number has been requested. The investigation is ongoing.

Event description:
The user facility in the germany reported finding a little pieces of plastic during cataract operation. It was removed without any complications. No patient impact, no prolongation of the surgery and no additional anesthesia needed.

Manufacturer narrative:
The sample was received for evaluation and there was no foreign body in it. However, under the microscope, it appeared that a fragment from the inside of the test chamber was missing. It was noted that what appeared to be a missing section inside the test chamber may have been due to the user sliding the test chamber over the phaco needle. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.